Event description:
It was reported the ez45b was used during a thoracotomy with wedge resection. The device misfired. Another was opened and the device would not clamp down on tissue. The procedure was converted to an open procedure.